Event description:
It was reported that during surgery, uneven meshed graft obtained from device. The graft was unusable.there was an additional unplanned graft taken and a delay of 30 minutes, another device was used to complete the surgery. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, e1, e3, g3, g6, h1, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the technician found that the 1.5 cutter failed the mesh test and replaced it and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, uneven meshed graft obtained from device. The graft was unusable. Details on impact to patient are unknown however a delay in the surgery was noted. Due diligence is in progress and no additional information is available at the moment.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.